Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "heat rash" where the electrodes sit from the lifevest. The patient described the irritation as little red bumps that were very painful. There was no alleged device malfunction contributing to the irritation. The patient went to the hospital to get the rash evaluated. The hospital indicated that the rash was a viral infection, so they prescribed antibiotics and medicated powder. The patient confirmed that skin irritation is now healed.